Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial #: (B)(4), ubd: 20-sep-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the patient had a 90 degree root and a "bamboo" spine. The patient was not able to lay flat and was propped up to a 45 degree angle. The valve dislodged after deployment and the valve was snared. A new valve was implanted successfully. Two days later, it was reported that the patient had a disabling stroke. No treatment was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no pre balloon aortic valvuloplasty (bav) or post bav was performed prior to the valve disl odgement. The deployment starting point was thought to be the bottom of the pigtail, however it was noted that visibility was "horrible". The direction of the dislodgement was noted to be aortic. The implant depth on the non-coronary cusp (ncc) and on the left cor onary cusp (lcc) prior to the valve dislodgement was noted to be 2 millimeter (mm). After the valve dislodgement, the implant depth was negative 6/7 mm. The stroke was confirmed via neurological assessment. The patients symptoms related to the stroke were noted to be that the right side of the body was not moving and poor speech. It was unknown whether there was permanent impairment from the stroke. However, the patient was sent to rehab. The reason for the stroke remained unknown. It did not appear that the stroke resolved.